Manufacturer narrative:
The technician found the caster stems and supports were cracked. He replaced the caster stems and supports to repair the bed.

Event description:
Information received indicates the brakes were not holding and the steer wasn't locking into position.